Event description:
During implant, the surgeon felt that the valve was making more noise than usual. There was blood flow ("pulse") in the pulmonary artery and none in the aorta. The surgeon is wondering if there was blockage. The pt expired 2 hrs post-opeartive.